Manufacturer narrative:
(B) (4). (B) (4). Blade dull/poor cutting. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. During the procedure, at an early stage of the uterine excision, the device "cutting process was poor" and the gearing transmission was unsteady. A second handpiece was used to successfully complete the procedure with no adverse patient consequences.